Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference# 3002808486-2019-00768. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc informs that all future submissions regarding this complaint will be handled under manufacturer report number of this initial medwatch report. Occupation: non-healthcare professional. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to left iliac vein deep venous thrombus patient is alleging device tilt, vena cava and organ perforation. Patient notes and further alleges" within a year of the implant, I began having stomach pain near the location of the filter. I noticed the pain as I recovered from the stroke that led to the operation when the filter was implanted. Further, patient alleges "persistent fear about it doing further damage, especially relating to what will happen if it ever gets removed and causes even more damage. I sometimes feel depressed. I have talked to my family doctor about these concerns, but was told there wasn't anything we could do". Patient also notes activity limitations. Per the operative report dated (B)(6) 2011: "the gunther tulip filter advanced and sheath and deployed without difficulty". Per the CT abdomen and pelvis without contrast report dated (B)(6) 2017 : "positive for caval perforation. Superior extent of caval filter superior l2 vertebral body. Inferior extent mid l3 vertebral body. A total of 4 prongs have perforated the ivc series 2 image 36. Maximum distance prongs perforated approximately 4 mm series 2 image 36. Coronal images approximately 8 degree tilt right to left series 602 image 93. Sagittal images 3 degree tilt anterior posterior series 603 image 137. Diameter of ivc directly above filter 28 x 25 mm series 2 image 25". " prong has perforated the duodenum best appreciated on series 2 image 36".

Manufacturer narrative:
Additional information: investigation - investigation is reopened due to additional information provided. The following allegations have been investigated: tilt, vena cava/organ perforation, abdominal pain, fear, depressed, limited activity. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported abdominal pain, fear, depressed, limited activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
No additional information provided at this time.